Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite confirmed that the system's flexvision pc was not booting up intermittently. In order to resolve the issue, the fse reseated the flexvision pc connections and rebooted the whole system, after which the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was not booting intermittently, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.